Manufacturer narrative:
Evaluation found the insert to be clogged. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where insufficient water flow has caused an insert tip to overheat. Since overheating insert tips could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 30k fsi-sli-1000 insert, there was insufficient waterflow causing the handpiece to overheat; no injury resulted.